Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was returned for evaluation. A visual inspection and functional check confirmed the customer's problem, which found the device alarming lec1660. The lcd was missing segments. The root cause was found to be the main board. In order to correct the issue, the main board will be replaced as well as the fronthousing which includes the lcd display. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had the alarm message ¿lec 1660 / lcd damage¿. There was unknown patient involvement and unknown patient harm/adverse event reported.